Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative's (csr) documentation. The pt contacted lifescan (lfs) customer service on (B) (6) 2009 alleging that her one touch ultra meter was displaying the battery indicator event though she had replaced the battery. She claimed that the reported issued first occurred at 9 pm on (B) (6) 2010. The next morning, approximately 7 hours later, she reportedly became sweaty and shaky. The pt administered self-treatment with food/drink and did not receive any other forms of treatment. The csr walked the pt through troubleshooting and noted that the battery did not need to be replaced based on the battery life and usage. Replacement products were sent to the pt. This complaint is reported because the pt allegedly developed hypoglycemia 7 hours after the battery indicator issue occurred. In addition, the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.